Manufacturer narrative:
(B()4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. (B)(4).

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat pediatric deformity. Approximately 29 months post-op the patient underwent a revision surgery to have the hardware removed due to an infection. During removal it was noticed that the implants had corrosion. The patient had fused so no re-instrumentation was necessary. No additional patient complications were reported.